Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted:(B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient had their pump implanted on (B)(6) 2018. The patient came back for a follow up appointment and it was noted the pump had flipped. The patient had a revision on (B)(6) 2018 where the pump was found to be both flipped and rotated. The catheter was "rotated several times" and had kinked in several places. The sutures on the pump had broken loose. The pump was resutured in the pocket and the catheter was "straightened out." The patient was seen again on (B)(6) 2018 with superficial would dehiscence at the incision site with pump exposure. The pump was again rotated in the pocket and the sutures had broken loose again. The pocket was washed out and the pump was resutured. The wound was re-closed. The patient was seen in the office on (B)(6) 2018 and the wound was healing as expected, there was no redness or drainage noted. The patient was considered stable at that time with good therapeutic effect and she was expected to return to work shortly. The patient's weight at the time of the event was (B)(6). No further complications were reported.